Manufacturer narrative:
The device was not returned to edwards for evaluation. Based on the information received the cause of the event cannot be determined. If additional information is received, a supplemental MDR will be submitted. No further corrective or preventative actions are required at this time. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a 2700 27mm bioprosthetic aortic valve was explanted after an implant duration of six years and four months due to unknown reasons. No additional information was provided.

Manufacturer narrative:
The product was returned for evaluation. Customer complaint of aortic root aneurysm could not be confirmed through visual observations. X-ray demonstrated wireform intact. Host tissue on the stent circumference was minimal at the inflow and outflow aspect. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 4mm on leaflet 3 on the outflow aspect. X-ray demonstrated minimal calcification on leaflet 3 and calcification nodules on leaflet 2.

Manufacturer narrative:
The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. On occasion rings or valves may be explanted with no evidence of malfunction and are otherwise performing as intended.

Event description:
Edwards received information that a 27mm bioprosthetic aortic valve was explanted after an implant duration of six years and four months due to aortic root aneurysm. The valve itself was functioning well; however, the patient had developed a 5.7 cm aortic root aneurysm. The root aneurysm was degenerative and extended into the proximal transverse arch. Per medical records, the bioprosthesis was removed along with all its sutures and pledgets. Then, 2-0 ti-cron sutures were placed in the aortic annulus with pledgets on the ventricular side. A 29mm valve was sewn to the bottom of a 36mm dacron graft using running 4-0 polypropylene suture. The annulus sutures were brought to the sewing cuff of the valve and bottom of the dacron graft which was then seated and secured. The left and right coronary arteries were anastomosed to the dacron graft as buttons using running 5-0 polypropylene suture. Overall, the patient underwent aortic root replacement, replacement of ascending aorta and proximal transverse arch using hemiarch technique, left atrial maze, and left atrial appendage closure via internal ligation. The patient tolerated the procedure well without complications. The patient was discharged home with home health services on pod #8 in hemodynamically stable condition.